Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1036844-2011-00076 for the first event and MDR #1036844-2011-00077 for the second event involving the same patient. It was reported that a male patient presented in the emergency room with a gunshot to the head. The physician attempted to place the central venous catheter (cvc) femorally, but was unsuccessful. The physician was unable to thread the spring wire guide (swg) because as it was entering the patient it was kinking. During removal, the swg became stuck in the introducer needle because of the kinking. As a result, he removed both the swg and introducer needle. There was a delay in treatment, no patient death during the procedure and no patient complications reported. Reference MDR #1036844-2011-00079 for the fourth event involving the same patient.